Event description:
E was initially received via regulatory authority (FDA, reference number: mw5079738) on 28-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("massive bleeding"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto disease") and cholecystectomy ("gallbladder removed") in a female patient who had essure (batch no. 740659) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine and meloxicam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient underwent pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune thyroiditis, cholecystectomy, thyroid disorder, inflammation, hypoaesthesia, pain in extremity, abdominal distension, dyspepsia, feeling abnormal, migraine and fibromyalgia outcome was unknown. The reporter considered abdominal distension, autoimmune thyroiditis, cholecystectomy, dyspepsia, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and thyroid disorder to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079738) on 28-sep-2018. The most recent information was received on 23-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("massive bleeding"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto disease") and cholecystectomy ("gallbladder removed") in a female patient who had essure (batch no. 740659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine and meloxicam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient underwent pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune thyroiditis, cholecystectomy, thyroid disorder, inflammation, hypoaesthesia, pain in extremity, abdominal distension, dyspepsia, feeling abnormal, migraine and fibromyalgia outcome was unknown. The reporter considered abdominal distension, autoimmune thyroiditis, cholecystectomy, dyspepsia, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and thyroid disorder to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Most recent follow-up information incorporated above includes: on 23-oct-2018: summons received: case became potentially legal case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079738) on 28-sep-2018. The most recent information was received on 01-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("massive bleeding"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto disease") and cholecystectomy ("gallbladder removed") in a female patient who had essure (batch no. 740659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine and meloxicam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient underwent pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, autoimmune thyroiditis, cholecystectomy, thyroid disorder, inflammation, hypoaesthesia, pain in extremity, abdominal distension, dyspepsia, feeling abnormal, migraine and fibromyalgia outcome was unknown. The reporter considered abdominal distension, autoimmune thyroiditis, cholecystectomy, dyspepsia, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and thyroid disorder to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079738) on 28-sep-2018. The most recent information was received on 11-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus'), pelvic pain ('pelvic pain'), genital haemorrhage ('massive bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune thyroiditis ('hashimoto disease') and cholecystectomy ('gallbladder removed') in a 36-year-old female patient who had essure (batch no. 740659, 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, gallstones, thyroid papillary carcinoma, dysuria, vulvovaginal candidiasis, acute maxillary sinusitis, hypothyroidism, esophageal reflux, allergic rhinitis, nausea, photophobia, pain in limb, headache, psoriatic arthropathy, jaw pain, vitamin deficiency, iron deficiency anemia, unspecified inflammatory polyarthropathy, arthralgia, endometrial polyp, uterine bleeding, numbness, heartburn, constipation, cystocele, paratubal cyst and paratubal cyst. Family history included migraine (her mother has migraines). Concomitant products included hydroxychloroquine, ibuprofen, levothyroxine, pregabalin (lyrica) and sumatriptan (imitrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine\ migraines / headaches") and fibromyalgia ("fibromyalgia") and underwent cholecystectomy (seriousness criterion medically significant), 1 month 20 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and stress urinary incontinence ("stress urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with meloxicam, prednisone and surgery (ablation, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, cholecystectomy, thyroid disorder, inflammation, hypoaesthesia, pain in extremity, abdominal distension, dyspepsia, feeling abnormal, fibromyalgia and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue and stress urinary incontinence had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, cholecystectomy, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, stress urinary incontinence, systemic lupus erythematosus, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- patient had 4 coils protruding from the left tube and 2 coils from right tube. Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: inflammation, stress urinary incontinence, hashimoto's disease, fibromyalgia, dysmenorrhea, menorrhagia, fatigue, rheumatologic disorder. Lot number: 740659 manufacture date: 2010-05 expiration date: 2013-05. Lot number: 740669 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079738) on 28-sep-2018. The most recent information was received on 19-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus'), pelvic pain ('pelvic pain'), genital haemorrhage ('massive bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), autoimmune thyroiditis ('hashimoto disease') and cholecystectomy ('gallbladder removed') in a 36-year-old female patient who had essure (batch no. 740659, 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, gallstones, thyroid papillary carcinoma, dysuria, vulvovaginal candidiasis, acute maxillary sinusitis, hypothyroidism, esophageal reflux, allergic rhinitis, nausea, photophobia, pain in limb, headache, psoriatic arthropathy, jaw pain, vitamin deficiency, iron deficiency anemia, unspecified inflammatory polyarthropathy, arthralgia, endometrial polyp, uterine bleeding, numbness, heartburn, constipation, cystocele, paratubal cyst and paratubal cyst. Family history included migraine (her mother has migraines). Concomitant products included hydroxychloroquine, ibuprofen, levothyroxine, pregabalin (lyrica) and sumatriptan (imitrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), thyroid disorder ("thyroid issue"), inflammation ("inflammation in extremities"), hypoaesthesia ("numbness in my extremities"), pain in extremity ("pain in my extremities"), abdominal distension ("bloating"), dyspepsia ("heartburn"), feeling abnormal ("fog memory"), migraine ("migraine\ migraines / headaches") and fibromyalgia ("fibromyalgia") and underwent cholecystectomy (seriousness criterion medically significant), 1 month 20 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and stress urinary incontinence ("stress urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with meloxicam, prednisone and surgery (ablation, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, cholecystectomy, thyroid disorder, inflammation, hypoaesthesia, pain in extremity, abdominal distension, dyspepsia, feeling abnormal, fibromyalgia and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue and stress urinary incontinence had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, cholecystectomy, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, stress urinary incontinence, systemic lupus erythematosus, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury ( hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Insertion details- patient had 4 coils protruding from the left tube and 2 coils from right tube. Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: inflammation, stress urinary incontinence, hashimoto's disease, fibromyalgia, dysmenorrhea, menorrhagia, fatigue, rheumatologic disorder. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: reporters were added.lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, stress urinary incontinence, foreign body in uterus, were added. Concomitant & treatment drugs were added. Concomitant conditions were added. Outcomes were added. Lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.